Event description:
Complainant alleged that during biomed testing, the device displayed "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer reported ECG monitoring issues. Device log review found no ECG monitoring disabled or failure messages. Only limited logs were available for review; therefore, the reported issue could not be confirmed. The device passed all functional, ECG stress, and bench testing successfully with no discrepancies found. The multifunction cable and ECG cable were not returned for evaluation. Based on the investigation, no fault was found with the device and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.